Manufacturer narrative:
On 4/30/2019, mentor became aware that the due date for the manufacturing report 1645337-2019-09343 mistakenly submitted as incorrect due date, the correct date is 5/17/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right-mentor smooth round moderate profile 525cc saline breast implant, 350-1685, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate profile 525cc saline breast implants which the left side deflated after implantation. The issue was confirmed via visual examination by the doctor. It was noted that patient possibly replaced with mentor gel. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Device image evaluation summary: upon visual inspection of the image, two devices were observed in the image, one was observed to be ruptured and the other no damage could be observed. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. All mentor product is 100% visual inspected prior to release, the information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 3/12/20 indicated that the patient underwent bilateral removal and replacements as follow: right) cat#:3502800 sn#: (B)(4) left replaced with cat#: 3502800 sn#:(B)(4).on 1/27/2020. Device was discarded by the doctor. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/17/2019, mentor became aware that this complaint is a duplicate of the (B)(4) with manufacturing report number of 1645337-2019-09840 due to the customer contacting twice and providing two different names. The implantation date will be updated to (B)(6) 2010 to match the duplicate complaint. Manufacturer¿s reference number: (B)(4).